Manufacturer narrative:
06/06/2007: initial report sent to FDA.

Event description:
Reportedly, the instrument did not staple properly; resection and utilization of another ppccea of smaller diameter to correct. Procedure: anastomosis.